Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x zso-7-7 was returned to cirl for a lab evaluation. A lab evaluation was held on 29 june 2017. During the lab evaluation a wire guide passed through the stent with some resistance at porthole 5 from the ductal end and there was also a slight indentation at porthole 3. There was damage to the stent at its ductal end which is possibly consistent with removal of the device using forceps. No side or back wall damage was observed. The pigtail straightener was not present upon return of the device. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be damaged. According to the instructions for use, step 4 the user is also instructed to advance the guiding catheter and/or pushing catheter in short 1-2cm increments until the stent is in the desired location. If excessive force was used during advancement this may have attributed to the kink; however as operational conditions are unknown this cannot be conclusively determined as a contributory factor. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zso-7-7 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. They used the zso-7-7 after stone removal. But they have seen the kink of pigtail. So they changed another new zso-7-7.